Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach to the esophagus. A repeat procedure was necessary by using another capsule. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. The procedure was completed, but with significant delay. A lubrication was used to facilitate placement of the capsule and the delivery system and the capsule will be returned for investigation. There was no patient or user harm.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by the complaint tracking system. According to cs text in gch a product sample of bravo delivery capsule was provided by customer to medtronic cs at (B)(4) site unit but was not provided to (B)(4) investigation team. There is no enough information to determine if product whether or not product meet spec. Since no sample arrived at (B)(4) for investigation. Visual inspection cannot be performed. The customer reported that the capsule failed to attach to the esophagus. There is no enough information to determine if product whether failure has been confirmed or not. The investigation did not determine the issue cause, since the sample did not arrived to (B)(4) site. The investigation did not determine the cause of the reported issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach to the esophagus. A repeat procedure was necessary by using another capsule. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. The procedure was completed but with significant delay when the capsule was in the wrong passage when it was rechecked, but the capsule was removed afterwards. A lubrication was used to facilitate placement of the capsule and the delivery system and capsule will be returned for investigation. There was no patient or user harm.